Manufacturer narrative:
Concomitant product: product ID unknown, lot# unknown, product type catheter. (B)(4). Correction/removal numbers: z-1143-2008; z-1144-2008; z-1145-2008; z-1146-2008; z-1147-2008; z-1148-2008; z-1149-2008;z-1150-2008;z-1151-2008; z-1152-2008; z-1153-2008; z-1154-2008.

Event description:
It was reported that an inflammatory mass was suspected. A CT scan was being considered. Additional information has been requested but was not available at the time of this report.